Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.8. Date: (B)(6) 2011, inratio: 3.3, lab: 2.5, istat meter: 2.4. Pt's target therapeutic range is 2.5 - 3.5. Dose has been adjusted several times due to high results on meter. Results done within 7 minutes of each other on (B)(6) 2011.

Manufacturer narrative:
Pending.